Event description:
It was reported that, after starting the device, negative pressure was displayed, the disposable system was open and the infusion set could not be removed. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The downstream occlusion (dso) sensor was out of specification and needed to be calibrated. The lock also needs replacement.